Manufacturer narrative:
E1 phone #: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynx control burst during the ballooning process. There was no reported injury to the patient. It was intended for use in pta treatment. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, the balloon of the 5f mynx control burst during the ballooning process. There was no reported injury to the patient. It was intended for use in percutaneous transluminal angioplasty (pta) treatment. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found in its manufactured position, fully covered by the sealant sleeves and not exposed to blood. Also, no damages were observed to sealant sleeves assembly. Per functional analysis, an inflation/deflation test was conducted in accordance with the mynx control instructions for use (IFU). The results exposed a leak in the balloon of the returned device. Per microscopic analysis, upon visual examination at high magnification, a longitudinal tear was detected in the balloon of the returned device. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, prepping/handling factors, access site vessel characteristics (which were not provided) and/or concomitant device factors (which was not returned) most likely contributed to the reported event since excessive force during prep or patient use, a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of the 5f mynx control burst during the ballooning process. There was no reported injury to the patient. It was intended for use in pta treatment. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.